Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime or fill anomaly on the insulin pump. Customer's blood glucose was 150 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that the piston stops at a blank tank but it does not show the number of units delivered and it does not provide a chance to get out of the charging cycle.